Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's mother stated that the time and date of the hospitalization was (B)(6) 2016 around 10am. The customer's mother stated that they were given insulin to treat the blood glucose. The customer's mother stated that they were off the insulin pump during hospitalization for less than 48 hours. The customer's mother was unable to troubleshoot the insulin pump at the time of call. The insulin pump will not be returned for analysis.